Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the stent was being placed for the treatment of a malignancy. The stricture was in the distal common bile duct and was dilated prior to stent placement. The patient's anatomy was not tortuous. During the procedure, the stent looked like it had fully deployed in the desired location. The scope was pushed up against the stent and the catheter was pulled back into the scope. When the physician went to remove the scope he noticed that the stent started to move/dislodge with the scope. The physician thought the retrieval loops were caught between the scope and the catheter. The physician attempted to push the catheter back out the scope to dislodge the stent. While doing this the scope moved and the stent was dislodged to the stomach. The stent was removed and another wallflex biliary stent was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent positioning issue. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.